Manufacturer narrative:
Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's recurrence. No lot number was provided for the ventralex patch; therefore, a review of the mfg records could not be conducted. Recurrence is a known possible adverse reaction listed in MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol and is based on a review of pt medical records: the pt, who had been previously implanted with a bard ventralex patch above the umbilicus, and a non bard/davol mesh in the right lower quadrant, presented for a two part procedure. Repair of multiple recurrent incisional hernias and the removal of excess skin and subcutaneous tissue. During part one of the procedure the two previously placed mesh were excised and a bard phasix mesh was used to repair the defect. During the explant procedure, a very thin area of the bladder was perforated, and repaired with two vicryl sutures. After completion of the hernia repair the operative report notes that the pt tolerated the procedure well.